Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced defective erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations confirmed the customer-reported complaint. The reported issue was confirmed as having occurred in the field. However, visual inspection did not reveal any abnormalities related to the reported event. The erbe unit could not be tested, as it failed to power on. The complaint was confirmed based on the field evaluation and failure analysis. The root cause could not be conclusively determined, as the erbe unit could not be powered on or tested during failure analysis due to a suspected internal fault.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical generator unit (iesu) was not powering on. The customer attempted to connect a third-party power cord to the iesu but the issue remained. The customer then connected a spare vision side cart to complete the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the issue occurred at the beginning of the procedure with the patient on the table and the ports placed. The procedure was completed with the spare vision side cart with no patient injury.